Manufacturer narrative:
Additional information to include from phone number: (B)(6). (B)(4). Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of the 5f mynxgrip vascular closure device (vcd), the mynx was prepped and used according to instructions for use (IFU) instructions but the hemostasis was not achieved properly. There was no patinet injury. The type of procedure the mynx grip was used in was a tace. The procedure used a retrograde approach. The device stored and prepped per the instructions for use. (It will be returned for analysis)

Manufacturer narrative:
After use of the 5f mynxgrip vascular closure device (vcd), the mynx was prepped and used according to instructions for use (IFU), but hemostasis was not achieved properly. There was no patient injury. Manual compression was used to achieve hemostasis for less than thirty minutes. The type of procedure the mynxgrip was used in was a tace. The device stored and prepped per the instructions for use. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. The procedure used a retrograde approach. The stick location was the common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. Contrast/imaging was used to confirm balloon placement. The deployer maintain tension on catheter while tamping. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with stopcock open. The syringe was not connected to the device. The advancer tube, sealant and sealant sleeve were observed to have remained in the manufactured position which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. The procedure sheath was not returned with the device. Per functional analysis, a simulated deployment test was performed. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2127909 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information was received and manual compression was used to achieve hemostasis for less than thirty minutes. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. The procedure used a retrograde approach. The stick location was the common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. Contrast/imaging was used to confirm balloon placement. The deployer maintain tension on catheter while tamping.